Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; a needle hole was noted in the needle chamber. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, anti-reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer: "set pressure could not be changed" could be due to "biosubstances interfere with programming mechanism" or linked to material characteristics ("adhesive(joints) / pes (rc, uc, lc, cb) / silicone (housing) / nylon (needle guard) / titanium (axle) / 316l (flat spring)") but, at the time of investigation, no programming, pressure or occlusion issues were noted.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted to the patient via l-p shunt on unknown date with unknown setting. The valve was removed and replaced on (B)(6) 2021. The patient is in the follow up. No further information was provided by hospital.